Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 280 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, customer did not practice proper cartridge air removal techniques.